Event description:
The advocate stated the customer tested his blood glucose and received a reading of 320 mg/dl using his contour meter. The customer took medication to lower his blood glucose and his reading dropped to 40 mg/dl. When the customer received the 40 mg/dl reading, he was experiencing blurred vision and cold sweats. He was able to eat something to raise his blood glucose. A replacement meter was sent to the customer, but no product will be returned.